Manufacturer narrative:
Ref comp # (B)(4). Ref medwatch report # 3020707080-2025-00001.

Event description:
Fujifilm medwork gmbh received the complaint on march 16th, 2023, but it was never reported to the FDA. This potentially reportable event was identified during an FDA-inspection on march 25th, 2025, thereafter the manufacturer reported it on march 27th 2025, via MDR 3020707080-2025-00001. On march 27th, 2025, fujifilm healthcare americas corporation was informed of the reportable event involving val1-g7-50 from the manufacturer. The frog valves, which are part of the val1-g7-50 set, are experiencing leakage in over 80% of cases and exhibit punching defects. Recently, parts of the valve were found in the patient, posing a significant safety risk. Additionally, due to the defects, full suction cannot be achieved, and several valves are dripping dirty fluid, resulting in substantial gas loss.